Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Event description:
The recipient was reportedly experienced no sound and no lock between the external equipment and the implant. External equipment was exchanged, however this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence in attempting to obtain, the explanted device was unsuccessful. A review of the device history revealed no rework. This is the final report.

Manufacturer narrative:
.